Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Reportedly, the customer went to the emergency room and subsequently hospitalized with a blood glucose level of 537 mg/dl. The customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2024 with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.